Event description:
It was reported that the patient had a lead revision. The lead was discarded. The physician did not have any believed cause for the high impedance on record. No additional information has been received to date.

Event description:
It was reported that a patient would be having a lead revision due to high impedance. The surgeon was not able to visually confirm a lead fracture from the assessment of x-rays. The surgeon was concerned about operating on the left incision site due to scarring and wanted to implant the device on the right side, and move the patient's currently implanted generator to the right side as well. He did not want to replace the patient's generator as it still had battery life remaining, having only been implanted last year. The lead production history was reviewed and it was found that the lead passed all quality testing prior to distribution. No surgical intervention has occurred to date. No additional information has been received to date.